Manufacturer narrative:
H6: fdd/annex a code changed to reflect high impedances shown in session reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the connectivity check wasn't passing. Rep called to inquire about how connectivity check results would appear if the 64002 was implanted but only one port was being used. Rep wasn't with the hcp/patient so they had limited information. Tech services (ts) reviewed how lead configuration affects connectivity check and electrode impedance check. Ts looked into this and emailed additional information to the rep. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported they weren¿t there for the battery replacement so they didn¿t know if this was a new impedance or it was like that prior. It appeared on monopolar there was an impedance at 0 of 2,517.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.